Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, however, the clip did not grasp enough leaflets. Therefore, the clip was retracted back to be re-positioned. But when the clip was retracted back, the clip became stuck with tissue under the anterior leaflet. The clip was freed and the procedure continued. The clip was re-positioned; however, during grasping, the anterior gripper would not lower. When the clip was initially in the left atrium, the gripper arms could lower and raise. The cds was removed with the clip attached. After the cds was removed, the gripper arms functionality was tested, and the anterior gripper still would not lower. When the physician touched the gripper, a catch-like resistance was felt, and immediately after touching it, the resistance was released. Both gripper arms operated normally by operating the gripper lever. The physician stated that when the cds was in the patient, resistance was felt when raising and lowering compared to when the gripper arms were tested outside the patient, the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation and observed that one of the grippers was observed to be pinched between the harness and did not lower. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. The reported gripper lever actuation was not confirmed as no unusual resistance was noted while advancing the gripper lever. A cause for the reported difficulty with the gripper lever could not be determined. The reported failed leaflet grasping and difficult to remove (anatomy) were related to procedural conditions. Based on the information reviewed, a potential product issue was identified due to the observed gripper arm lowering difficulty resulting in the observed pinched gripper cover. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Na.